Event description:
This MDR is submitted to provide a response to user facility report (B)(4).

Manufacturer narrative:
It was reported that during running ventilation the apollo started to alarm for continuous pressure and apnea. Dr switched to man/spont mode but was still unable to ventilate. The hospital's biomed downloaded the log and checked the device without reported finding. The device was returned into use. Log analysis confirms reported alarms 25 min in the case. A leak of 1.1 l/min was detected. As the volume was missing between inspiration and expiration it can be conducted that the leak had developed in the pt circuit. Continuous pressure alarm also points to temporary obstruction. The analysis of available info gives no hint to any device failure. The apollo generated appropriate alarms for the given condition. The case was assessed to be non reportable in accordance to 21 cfr, part 803.